Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2019 due to hyperglycemia. The customer's blood glucose level was 565 mg/dl at the time of the hospitalization and was treated with intravenous drip and fluids. The customer stated that the insulin pump has not been functioning properly and the customer was in the hospital multiple times. The customer was sick with flu, and throwing up with high ketones. The customer was unable to complete the care link upload. The insulin pump will not be returned for analysis.